Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient was at a bar reportedly drinking coca-cola and water. A few minutes after, the patient started shaking and when she checked the cgm it was reading was 46 mg/dl. The patient was provided juice by a friend then fell to the ground and had a seizure. An ambulance was called and when they arrived, they checked a fingerstick and it was 22 mg/dl while the cgm was reading 46 mg/dl. The patient was treated with 2 glucose oral gels. After spending 20 minutes with the paramedics the blood glucose reading was 80 mg/dl, and the patient was sent home. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.